Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that groups b and c stopped working all of a sudden. The patient turned on stim but did not feel stim. Group a still worked. When using b and c they did not do anything, the patient was not feeling stimulation. The patient felt stim on a which was for their leg but other groups were for the lower back and they were not working. The patient had no falls/no trauma. The patient was redirected to their healthcare provider (hcp) to check the device and reprogram and contact the manufacturer representative (rep) if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.